Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for a left ventricular lead implant. During the procedure, the lead repeatedly dislodged. The physician abandoned the procedure. The patient was stable throughout.

Manufacturer narrative:
As received, a complete lead was returned. Analysis was completed. No lead problems were found, and all measurements were within specification.